Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving hydromorphone 5 mg/ml at 0.7289 mg/day via an implantable pump for non-malignant pain. It was reported that the nurse was doing a refill today and upon interrogation of the pump she noted a motor stall had occurred. It was noted the patient had a MRI on the day and time of the stall and did not have the pump status checked post MRI. The nurse heard the pump alarming after her initial interrogation. The patient stated she was not sure if she heard the pump alarming post MRI but did state she was having no therapy issues. The nurse rechecked the pump status and logs a few minutes later and a motor stall recovery occurred. Telemetry state condition was discussed.